Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the tip off the device broke off while the surgeon was attempting to place the sheath in the urethra. The surgeon removed the device from the patient, and irrigated the bladder. The broken piece came out during irrigation. The intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, a supplemental report will be submitted. Please cross reference MFR. Report numbers: 2951238-2015-00073 and 2951238-2015-00074.